Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 20 minutes of starting dialysis treatment with a polyflux 140h, the patient experienced ¿shock disease¿ with a decrease in blood pressure (160 to 100 mmhg). The treatment was stopped and 100 ml saline was provided to the patient. The dialyzer was replaced no additional information is available.